Event description:
It was reported that the during an endovascular procedure in a patient the subject balloon failed to inflate inside the patient vasculature. When the subject balloon was retrieved, it was found that there was a leak of contrast media possibly due to perforation of the subject balloon. The procedure was completed successfully by replacing the device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the during an endovascular procedure in a patient the subject balloon failed to inflate inside the patient vasculature. When the subject balloon was retrieved, it was found that there was a leak of contrast media possibly due to perforation of the subject balloon. The procedure was completed successfully by replacing the device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date: added. H3 device evaluated by mfg: updated. H3 summary attached: updated. D4 expiration date: added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. During visual/microscopic inspection, there were no visual anomalies noted with the device. During functional inspection, an attempt was made to flush the device and advance a patency mandrel, the balloon catheter shaft was noted to be blocked/occluded. The balloon catheter was cut multiple times in order to inflate the balloon. The balloon partially inflated and a leak was noted. A hole/perforation was noted at the leak site. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, 50% contrast agent was used, continuous flush was set up and maintained throughout the clinical procedure, no issue was noted during guidewire insertion, and the patients anatomy was of normal tortuosity. The device was returned for analysis and the device was blocked/occluded. The device was soaked in luke warm water in an attempt to remove the blockage/occlusion but was unsuccessful. The device was blocked/occluded, most likely as a result of the contrast/saline media solidifying. The device was cut at different locations. The as reported event of balloon leaked during use, balloon failed to inflate and balloon has hole/perforation during use was confirmed during the device analysis. The as analyzed event of balloon catheter shaft blocked/occluded, balloon leaked during use and balloon has hole/perforation during use will be assigned procedural damage as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.